Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber output beam was observed to be end-firing. No information was provided regarding how the procedure was completed. Patient outcome: "ok" reported. There was no patient injury reported.